Event description:
A surgeon reported that following a glaucoma filtration device implant procedure, the device was touching the iris one day post operatively. There was no harm to the pt and the device remains implanted. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).